Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the report of the patient having had another procedure with another surgeon, it was indicated that the procedure was not related to the device. A dye study was done and it was confirmed that the catheter was patent and confirmed that they got back cerebrospinal fluid back with good flow. It was noted that the physician was aware.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of .5 mg/day at implant via an implantable pump for spinal pain. It was reported that patient had no pain relief despite intrathecal dose increases. The date of the event was unknown. It was noted that the patient had another procedure with another surgeon and they were contemplating / questioning if the surgeon cut the catheter. A possible issue of intrathecal mass (im) was also discussed and this, however, had not been confirmed yet. The company representative was contacted on 2018-oct-26 about doing a dye study for (B)(6) 2018 and was also told by the hcp who did refills about the patient¿s therapy issue. It was noted that the implanting physician did not know any details of this reported issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Regarding outcomes attributed to the adverse event, the previously selected option (other) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). Regarding the report of the patient having no pain relief despite intrathecal dose increases, it was noted that it was a patient issue and the pump functioned properly. It was noted that there was no intrathecal mass found. Regarding troubleshooting, it was noted that cerebrospinal fluid was aspirated and a dye study confirmed the integrity of the circuit. Actions taken to resolve the issue included the patient having been educated for understanding proper functions of the system. Regarding the patient¿s weight at the time of the event, it was noted that the patient was morbidly obese. Regarding the current status of the device, it was noted as functioning as appropriate.